Event description:
An overdose was reported after the patient underwent a pump replacement. The physician was unable to aspirate the catheter at the time of the pump replacement. A priming bolus of 0.297 of morphine 40mg/ml was performed after the pump was hooked up to the catheter in the patient; the patient was bolused the morphine that was in the catheter. They discovered that she had an overdose of morphine while she was still in the recovery room at the hospital. She was in the hospital overnight for observation with the pump running at the same rate. The patient was going to go without the morphine for a period of time since the pump tubing had not been primed prior to hooking the pump up to the catheter. The patient was supplemented with oral medications while she was without morphine. The patient was discharged and was stated to be "doing fine."